Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was returned severed into segments 11.6 cm from the terminal pin. An extracting stylet was stuck inside the distal segment. Visual inspection noted a trace amount of calcified body fluids on the proximal shocking coil. Both lead segments were subjected to resistance and pressure tests to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. An x-ray of both lead segments confirmed no evidence of fractures

Event description:
Boston scientific received information that this right ventricular (rv) lead was explanted for an unknown reason.